Event description:
The surgeon inserted a three piece silicone intraocular lens model aq2003v into the eye and the lens tore. The surgeon removed the lens and replaced it with another lens. No pt injury.